Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reported the serial port on the gastro computer was cracked and that the it department at the facility was going to repair it. The images were captured manually by the customer and the electrical contacts on the scope were cleaned with isopropyl alcohol. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported an error code e204 focus function error on a video system center. No patient injury was reported. No additional information was obtained.